Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
(B)(4). The device was inspected on-site by a rep of the MFR's sales and svc unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.